Event description:
New information received states the device was explanted and replaced. There were no adverse consequences reported from the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. Longevity calculations showed the battery depletion was normal. However, it was found that the longevity estimate given to the field by the programmer was incorrect. Testing was performed on the ICD and marginally high current was found in the hybrid. However, no evidence was found that could tie the marginally high current to the longevity estimate anomaly seen by the field. A root cause for the inconsistent remaining longevity estimate near eri indicated by the programmer was not identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the estimated device longevity was noted to have drastically declined during a device check-up three months prior. The patient was checked again on the previous date and the longevity continued to prematurely deplete. Device replacement was recommended. No further information is available.